Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st150 set, an external fluid leak was observed from the "waste fluid tube", which "allowed air to enter". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
Additional information: h6 and h11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed a leak from the effluent pump segment. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.